Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop and a low flow alarm on (B)(6) 2020 while connected to the power module and the system monitor. The system monitor had problems with the buttons on the screen not working when touched. The pump stop was caused by the system monitor pump stop button being briefly activated. The patient was sitting in a chair and asymptomatic. The vad coordinator attempted to do an interrogation which is how they discovered the buttons at the top of the screen such as ¿alarm history¿ were not working properly. The vad coordinator was about to leave the room to get a new monitor when the event occurred. At the time of alarm there were not any buttons being pressed. The patient's vad alarmed and the vad coordinator saw pump off on the screen. By the time the vad coordinator looked at his controller, the green arrows were lit up and the pump was running. That monitor was removed from use and there were no further issues since. The vad coordinator believed the monitor may be malfunctioning due to damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor¿s screen being unresponsive to touch command was confirmed with the evaluation of the returned system monitor (serial # (B)(6). The system monitor was tested with laboratory equipment, and the screen was not responding to touch command as expected. The evaluation revealed the system monitor needed calibration. After calibration was performed, the screen responded to touch command as per design. The device was tested per the system monitor service process, which passed all tests. The system monitor was returned to the customer site. Hmii IFU, hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.